Event description:
It was reported that the patient experienced a cardiac tamponade that required intervention. During a procedure, an intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the patient experienced a cardiac tamponade. Drainage was performed to resolve the complication, and the patient was stable at the time of leaving the room. It is not clear at what point the cardiac tamponade occurred, but it was noticed after the product was manipulated inside the heart cavity and energization had already begun to flow. Procedure was completed successfully using the original device. It was also noted that after the case, the local impedance of the product in question was reviewed and it was found that after the product was inserted into the left atrium, an abnormal value of 300 ohms was displayed, but later an unstable local impedance of about 150 ohms was displayed, so it cannot be ruled out that the product had some kind of local impedance-related defect (e.g., disconnection.). Also, when the deflection lever is turned to move the catheter tip, there is a slight click and light resistance in the middle of the catheter, movement was abnormal during catheter deflection. Device was returned for analysis.

Manufacturer narrative:
The intellanav mifi oi catheter was evaluated by boston scientific. Upon receipt at the post market laboratory, the device was visually inspected. The device does not have visual defects. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. Both right and left curves reach the specified area of the template, the device passed the dimensional test. The continuity test was performed and the device was found within specifications. No open or shorts were detected. The ablation was verified by using the maestro generator 4000 and metriq, and the device was found within specifications. Based on the product analysis the reported complaints of impedance issue, difficult to move/steer cannot be confirmed as the device functioned as intended. Furthermore, the instructions for use state: "serious adverse events have been reported in the literature in relation to cardiac catheterization including cardiac tamponade" there were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Event description:
It was reported that the patient experienced a cardiac tamponade that required intervention. During a procedure, an intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the patient experienced a cardiac tamponade. Drainage was performed to resolve the complication, and the patient was stable at the time of leaving the room. It is not clear at what point the cardiac tamponade occurred, but it was noticed after the product was manipulated inside the heart cavity and energization had already begun to flow. Procedure was completed successfully using the original device. It was also noted that after the case, the local impedance of the product in question was reviewed and it was found that after the product was inserted into the left atrium, an abnormal value of 300 ohms was displayed, but later an unstable local impedance of about 150 ohms was displayed, so it cannot be ruled out that the product had some kind of local impedance-related defect (e.g., disconnection.). Also, when the deflection lever is turned to move the catheter tip, there is a slight click and light resistance in the middle of the catheter, movement was abnormal during catheter deflection.